Event description:
It was reported that the patient underwent an initial elbow surgery on an unknown date for an unknown reason. Subsequently, the patient was revised on an unknown date for an unknown reason. Several attempts have been made to obtain additional information an no response has been received.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02316. Concomitant medical products: item#: unknown, unknown humeral, lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02316-1. The following sections were updated: b3; b4; b5; d6; g3; g6; h1; h2; h3; h6. H6: component codes: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial elbow surgery on an unknown date. Subsequently, the patient was revised approximately ten (10) years and nine (9) months ago. The poly was explanted for an unknown reason.